Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. Patient did not experience any adverse consequences due to the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.